Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The device could be inflated normally with the check valve. The cuff could not be inflated when the red plug was opened. A device history record review was performed and there were no issues found that could relate to the reported complaint. The opening of the red plug was blocked by the valve hence the cuff could not be deflated even when the red plug was opened. The most probable root cause is that excessive force was applied to the valve inside the blue inflation balloon when inflating or deflating the device. The valve had sunk further into the tubing which resulted in the red plug opening being blocked by the valve. Nonetheless, the device is still functional and can still be inflated and deflated using the check valve.

Event description:
Customer alleges the cuff does not inflate. Alleged defect reported as "found at the pre-use inspection". Customer reports the device was "not clinically used, meaning no patient affected from this complaint."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer alleges the cuff does not inflate. Alleged defect reported as "found at the pre-use inspection". Customer reports the device was "not clinically used, meaning no patient affected from this complaint."